Event description:
Device manufacturer became aware of a published clinical article describing the author's experience with clinical and electrophysiological effects on vocal fold function. The manuscript summarized results of a study examining the effects of vns placement on vocal fold function. According to the article, two of 10 patients had immobile left vocal folds in the absence of active stimulation. The maximum phonation time was generally reduced in the subject group, but this reduction did not reach statistical significance. Finally, 6 of 10 pt had abnormal electromyographic results, including large-amplitude polyphasic motor unit potentials and decreased recruitment. The study concluded that implantation of the vns therapy system can affect vocal fold function. The effects were reportedly magnified during periods of active stimulation. It was reported that there is a potential for nerve degeneration after prolonged repetitive stimulation, and there may be a trend toward greater vocal fold dysfunction with higher stimulation parameters.